Event description:
It was reported that during a lap. Hysterectomy, the generator received a solid tone when the system was activated. The device was tried again, but the problem persisted. The case was considered completed at that point. No pt consequence.

Event description:
On march 9. 2010, baxter product surveillance was notified of a complaint from a customer regarding an as50 infusion pump. The customer reported an overinfusion, a 60cc syringe emptied in under an hour, when intended to run at 10cc/hr. The process step is unknown, and there is no report of patient involvement.

Manufacturer narrative:
(B)(4). Device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.

Manufacturer narrative:
The following information was inadvertently omitted from the previous report: the reported condition occurred during patient infusion in the pediatric patient ward while infusing glucose. The known serial number (B)(4) was inadvertently omitted from the previous report.(B)(4).